Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Note: events reported in 2210968-2019-90951, 2210968-2019-90952, 2210968-2019-90953, 2210968-2019-90954, 2210968-2019-90956, and 2210968-2019-90957.

Event description:
It was reported that an animal underwent an unknown surgical procedure on (B)(6) 2019 and suture was used. Less then five days post-op, it was found that the had already broken down and had partly dissolved.